Manufacturer narrative:
The tech found the brake detent was not working correctly. The tech replaced the brake detent and adjusted the casters to repair the bed.

Event description:
Info received indicates the brake is not holding. The brake pedal is creeping back to the neutral position.